Event description:
It was reported that during a galaxy-assisted biopsy of a lesion located at the left upper lobe, the patient developed a pneumothorax. The patient was treated with a chest tube and overnight admission. The physician states the injury is not a result of the galaxy system and attributes the injury to the cryobiopsy. Em signal loss was experienced during the procedure but not during the time of injury. Attempts to collect patient demographic information were unsuccessful.

Manufacturer narrative:
Video logs were reviewed and found that em signal loss was observed before and after the time of the injury. The em signal loss was investigated and found that the c-arm positioning may have played a role as the distance between the c-arm and scope tip distance was relatively small. System manufacturing records were reviewed and found no issues associated with this case. Bronchoscope manufacturing records were reviewed and found no issues associated with this case. Failure analysis was not performed as the scope was not returned. The physician attributed the injury to the cryobiopsy. The complaint is reported due to the following conclusions: during a galaxy-assisted biopsy procedure, the patient developed pneumothorax. The patient was treated with a chest tube and overnight admission.